Event description:
A cartridge alarm labeled as number 20 was reported while the pump was operating. The customer's blood glucose level was displayed as "high," but the exact value was unknown. The customer administered a corrective bolus using the pump and did not require assistance from a third party. Reportedly, customer continued to use the pump for insulin therapy.